Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that 12 large volume pump (lvp) display boards need to be replaced for dim segment. There was no reported patient involvement.